Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the catalog number and the certification number don't match. To aid in the investigation, one sample in a sealed packaging flow wrap and a section of a shelf box was received for evaluation by our quality team. The certificate was also provided with two photos of the sample received. The certificate is for the catalog number 30654778 and the case box is labeled as 30654778. The shelf box and the units are labeled as 306547. The product labeling and certificate are according to specifications. Product 30654778 is a special order. It could be possible the customer is not aware of the labeling and specifications for this product. A device history record review was completed for provided material number 30654778, lot number 1228519. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced incorrect label information. The following information was provided by the initial reporter: it looks like the catalog number on the box doesn't correlate to the catalog number on the certification.